Event description:
Event description: guidant received info that the pt with this pacemaker, which is on an advisory, has passed away nearly three years ago. The pt had an extensive checkup including a pacemaker check. Everything was working fine. The next day, he died suddenly while visiting a friend. The spouse had wondered if the pacemaker failed that day, and why his doctor made no indication the day before that there was anything wrong.